Event description:
During surgical procedure surgeon noticed that his kerrison was not working because the screw fell out. The charge nurse was called to the room to help search. The magnet was used around entire or (operating room) room. The surgical team searched the field and the screw was found by the surgical tech on the surgical field. Surgeon and staff believe that was the only piece missing. A precautionary x-ray was taken at the end of the case to verify that no foreign body was retained. Surgeon reviewed x-ray and cleared.